Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.

Event description:
The micro reciprocating saw was returned for service. Upon eval at the MFR, it was found to run w/o user activation. There was no pt involvement, and no user injuries or adverse consequences.